Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. This patient has undergone multiple fusion surgeries using rhbmp-2/acs. Refer to manufacturer report # 1030489-2013-02748 and # 1030489-2013-02749 for additional details. Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a l5-s1 anterior fusion implanting rhbmp-2/acs and a sulzer bak cage. The patient was diagnosed with "injuries including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries". The patient has required extensive medical treatment. Reportedly, the patient has "never recovered from his surgery involving rhbmp-2/acs, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living".

Event description:
It was reported that on: (B)(6) 2004: the patient presented with anterior column instability and underwent anterior radial discectomy l5 through s1 followed by alif with bak 20 * 15 mm cage placement and fusion facilitated with bmp . As per op-notes, "a 20 * 15 mm interbody cage was placed in alif fashion. The cage was packed with bmp soaked collagen utilizing dosing regimen .." The patient underwent anterior radical discectomy, alif, insertion of prosthetic device, l5-s1. As a result of this event, there was bleeding from common iliac vein secondary to an avulsion of silk ligature which was controlled by surgicel and gelfoam packing. Discharge diagnosis: failed back syndrome (B)(6) 2004: the patient was discharged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.